Event description:
This ra lead was implanted on (B)(6) 2006 and remained implanted at this time. An email received on (B)(6) 2016 stating that this lead was part of an infection. Patient had to have pocket drained of fluid. No other intervention scheduled at this time. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).